Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using a 1 ml allergist tray with bd safety glide¿ permanently attached, regular bevel needle, serum leaked from a crack and ¿squirted out and hit the nurse in the eye¿. The nurse washed eye in the bathroom. There is no medical intervention reported, at this time.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 7297603. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200727289] noted that did not pertain to the complaint. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of air bubbles, barrel cracked, blood excess/splash/spill/exposure with lot #7297603 regarding item #305950 based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that while using a 1 ml allergist tray with bd safetyglide¿ permanently attached, regular bevel needle, serum leaked from a crack and ¿squirted out and hit the nurse in the eye¿. The nurse washed eye in the bathroom. There is no medical intervention reported, at this time.